Event description:
It was reported that the system 9800 would lock up during use displaying "communications error". There was no adverse pt involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Removed and replaced backplane, single board computer, image processor, generator interface, fluoro function circuit boards and hard drive. Also replaced display adapter and external interface circuit boards. The system was initialized several times without problem. The system was tested and found to be working as intended and placed back into service.